Manufacturer narrative:
Two product samples were received for evaluation. They were received in used condition without their original packaging. Visual and functional testing were performed. Functional testing consisted of testing the samples to replicate the failure mode. On both samples a leak was detected in the solvent bond between the spike and drip chamber. The reported problem of a leak around the drip canister was able to be replicated. The root cause of the reported issue was found to be the lack of a robust and repeatable adhesive dispensing method during manufacturing. Corrective actions were taken in the form of updating the manufacturing process. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that three sets were leaking around the drip canister on the set. No patient injury was reported.